Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. Surgical replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. Surgical replacement was recommended within 90 days, and it was stated that this will likely occur in may 2024. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.